Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('got really bad blood cloth with her period') and loss of consciousness ('sometimes she passed out') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant) and dizziness ("get dizzy"). The patient was treated with surgery (essure removal date: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the menstrual disorder, loss of consciousness and dizziness outcome was unknown. The reporter considered dizziness, loss of consciousness and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: case was upgraded to serious incident. Reporter added. Essure removal date added and insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.